Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the video system center. The issue was found after a gastroscope procedure. The procedure was completed using the same device with no delays. The customer was not under sedation. There were no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found there was was failure of the video cable connectors, as there interference wave in the image when shaking the defective device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10 of the initial report. Within the initial, it was reported that the phenomenon (b30 error) was confirmed during device evaluation. The b30 error was not confirmed / duplicated during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. However, from the service manual, b30 error shows scope communication error, and that it was the message in the case (registry error generation) in which the hard deployment of the scope ID data failed, and that it can be mainly generated by foreign body attachment and moisture attachment of the electric junction. Olympus will continue to monitor field performance for this device.